Event description:
A 61-yr-old male pt's serum sample was tested throughout the year using the cea assay. The results are noted in section b6. An oncoscint scan was performed on 8/23/96 with results of abnormal accumulation of oncoscint within lower mid and mid left abdominal regions. This would represent an accumulation within lymph nodes and possibly in a left abdominal mass consistent with tumor metastasis. Based on the oncoscint scan results an exploratory laparotomy was performed on 9/5/96 with negative node results. Add'l cea tests were performed as follows: 9/6/96 - another cea - 1.0ng/ml, 9/13/96 - co cea - 5.46ng/ml (sample returned to co for testing), 9/19/96 - co cea (same specimen as tested on another co's analyzer) 6.01 ng/ml, the 9/13 serum sample was returned to co for evaluation. See section h-10. The returned serum sample was tested neat and after being spiked with a heterophile blocking reagent using an in-house cea kit lot number 690971. Results were as follows: neat=5.81 ng/ml, neat+hbr=<mdc (minimum detectable concentration). Based on the above results, the data indicate that there is an interfering substance in the pt's serum sample which caused a falsely elevated result when using the cea assay kit lot number 690971.